Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported having no therapeutic effect since implant. She noticed she was leaking and wetting, especially at night. This was a pre-existing condition eight to nine years ago, but the patient had noticed a change in therapy since initial implant. The patient had reprogrammed herself and had gone to the healthcare provider for programming. It was later reported on (B)(6) 2016 that it has not been as effective as they hoped .the programming has been changed a second implant has been done. It was reported that dates of appointments listed with health care provider with this implant were as follows; (B)(6) 2015 and 4 to 7 times early 2015. A follow-up report will be sent if additional information becomes available.